Manufacturer narrative:
An evaluation of the device was performed within our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This was believed to be the case with this device, however analysis was unable to completely confirm this theory as the data stored within the device memory had been cleared.

Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing.